Event description:
It was reported to philips the capacitor was replaced but the error message "failed power test" remained. Additional details have been requested. There was no reported patient involvement.

Manufacturer narrative:
Following the initial call, additional information was not provided and there has been no further documented action by the customer. It is unknown if the device was evaluated or repaired as no further information was made available. Multiple attempts were made to request information regarding resolution of the reported problem. No resolution was provided, so no information is available. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. H3 other text : no response by customer after multiple attempts.

Event description:
It was reported to philips the capacitor was replaced but the error message "failed power test" remained. Additional details have been requested.